Manufacturer narrative:
Reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the ratcheting handle with quick coupling broken, inner pieces missing from within screwdriver. There was no patient involvement. This complaint involves one (1) device. This report is for (1) ratcheting handle with quick coupling. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part 03.100.032, lot h595658: release to warehouse date: september 17, 2018. Supplier: tecomet kenosha. No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was completed: the as-received state of the returned instrument exhibited a direction cap that was disassembled from the handle. The cam components inside of the handle were also missing from the assembly. No dimensional inspection was performed due to post manufacturing damage. The current and manufactured to drawings were reviewed; no design issues or discrepancies were identified. Moreover, the manufacturer performed a manufacturing record evaluation of the shop order under which the lot was manufactured. No non-conformances or irregularities were found during this review. The manufacturer confirmed that the lot was made from the correct components and materials. This complaint is confirmed as the as-received condition of the complaint device exhibited a direction cap that was disassembled from the handle. The cam components inside of the handle were also missing from the assembly. Although the device was not physically broken (2 + pieces), the investigation reasonably supports the reported complaint condition due to the missing components, thus this complaint is confirmed. Moreover due to the detailed disassembly steps and having never seen this type of disassembly through design testing, the manufacturer suspected that the handle was deliberately disassembled by a user in the field therefore the root cause could be attributed to the end-user misuse of the device. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.